Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported skin breakdown on the great toes: redness with a tiny blood blister. No specific information regarding the treatment or resolution was available.